Manufacturer narrative:
This report is submitted on january 31, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019. This report is submitted 11 february 2020.